Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with poor aspiration and poor phacoemulsification during a surgery. The surgery was completed. There was no patient harm.

Manufacturer narrative:
(B)(4).

Event description:
New information received stating the only issue with the system was poor aspiration. The poor phacoemulsification issue was not correct as originally reported.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The company representative cleaned the vacuum pressure manifold to address the issue. The system was tested and was found to meet specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 29, 2001. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the vacuum pressure manifold. However, how or when the manifold became nonconforming cannot be determined conclusively. (B)(4).